Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, system sensor, excessive no delivery test, self test, restart error test and displacement test. Pump passed the dat test at 0.08760 inches. The drive support disk was inspected and no anomaly was noted. Unit received with cracked case at display window corners. Unit received with missing end cap sticker, unit received with minor scratched display window and case, unit received with back address label peeling and damage.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 15mg/dl and treated with an IV drip. Customer indicated that their doctor has been contacted and their blood glucose value was 194 mg/dl at the time of the call. Troubleshooting was performed and found that the drive support cap was flush and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.